Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported clip open while locked appears to be related to user perception as the provided echo images and explanted clip photographs show that the clip was still in fully closed position (~10° - 20°). However, a cause for the reported recurrent mr cannot be determined. The reported dyspnea appears to be a cascading effect of the recurrent mr. Mr and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿two (2) echocardiographic still images and five (5) photographs of the reported clip were provided. Both images captured an lvot view taken at 121°, as shown on the right side of the images. The lvot view captures the anterior-posterior cross-section of the valve (short axis) and will typically provide a visualization of the clip arm angle. The first image titled "washington intraoperative tee 4-25-23 deployed clip" was presumably taken during the mitraclip procedure after the clip was deployed, as the title describes. In the image, the tip-to-tip distance of the clip arms is measured and denotes 0.847 cm. The second image titled "washington june 2, 2023 tee image" was presumably taken approximately one month post deployment, as the title describes. In the image, the tip-to-tip distance of the clip arms is measured and denotes 0.846 cm. The measurements in the images were performed at the account on an unknown echocardiographic machine and cannot be verified or adjudicated. However, assuming the same operator/technique and equipment were used for both measurements to account for variability, the two measurements are comparable indicating negligible change in the clip arm angle intraoperatively post deployment and one-month post op. This aligns with the reported incident details that "the clip remained stable [30 day follow up] and was the same clip arm angle from 4/25/2023". On an 13jul2023 mitral valve replacement was performed and the reported clip was explanted. The photographs of the explanted clip show the clip in the fully closed position (~10° - 20°); this is an estimation based on visual assessment with the naked eye and is not confirmed. However, it appears consistent with the state of the clip shown in the echo still images; there is no evidence of cowl based on the echo images and explanted clip photographs provided.¿ attachment medwatch uf/importer report #: 3900420000-2023-8005.

Event description:
This will be filed for recurrent mr and surgical intervention. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). A mitraclip procedure was performed on (B)(6) 2023. One xtw clip was implanted, and the mr was reduced to grade 1-2. On (B)(6) 2023a the patient returned with dyspnea during a 30-day follow-up . On (B)(6) 2023 a transesophageal echocardiogram (tee) was performed, and the patient had recurrent mr at grade 3-4. The clip remained stable and was the same clip arm angle from (B)(6) 2023. On (B)(6) 2023 mitral valve repair was performed. The mitraclip was explanted. There were no adverse patient sequelae, device malfunction, or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Additional information reported in b5 was received from medwatch uf/importer report #: (B)(4) and follow-up with the account/ facility.h6 device code 2993 removed.b1 product problem added.

Event description:
Subsequent to the initial report: additional information was received from medwatch report number (B)(4) and follow-up with the account: on (B)(6) 2023, during mitral valve replacement and mitraclip resection, it was noted that the clip appeared to be holding both anterior and posterior leaflets in the midportion; however, there was approximately a 3.5mm gap at the tip. Additionally, the physician could squeeze the clip arms closed and they would return to the position they were before squeezing. The clip with separation at the tip was excised and sent to lab for identification. Per the physician, the progression of mitral regurgitation (mr) following a successful initial mitraclip procedure is unknown. The physician is uncertain if the clip opened after the device was implanted. No additional information was provided.